Event description:
Reference number (B)(4) event occurred in france. It was reported that patient faced four infusion set leakage events which results into hyperglycemia on (B)(6)2024. The leakage was in the tubing and catheter connections. The insertion site was arm, lower back, thigh and abdomen. The infusion set was in use for one and half day. The blood glucose level was 400 mg/dl. The patient also experienced vomiting and dizziness. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 4.